Event description:
It was reported that during a follow up check, it was found that the ventricular lead impedance has risen to undefined impedance level. There was also some oversensing. The pacing mode was changed and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076 implantable pacing lead 2008 (B)(6), (B)(4).